Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vial. Visual inspection found haptic bent and stretched alot. Dimensional inspection found the lens to be within specifications. Corrected data: h10: in initial MDR should include statement: h6: 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.00/3.0/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This did not resolve the problem. Cause of the event is reported as unknown. Reportedly, surgeon found the valued was too low, exchanged with another longer length lens during the (B)(6) 2020 surgery" to resolve the problem.